Event description:
It was reported that during the attempt to insert the right ventricular (rv) lead, after the puncture, ventricular tachycardia (vt) occurred suddenly. After emergency defibrillation, the patient's heart failure symptoms were significantly aggravated. The patient could not continue to lie flat and had difficulty breathing. At this time, the patient's ventricular sensing at various positions was low and it was impossible to find a suitable position. Considering that the patient's condition could not support subsequent surgery, the surgery was cancelled and chose another date to perform. The rv lead was not implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.